Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an intravascular ultrasound (ivus) procedure automatic pullback failed. During the ivus procedure, auto pullback failure occurred. It was also noted that conical drive gear was missing on the bottom of the motor drive unit. The procedure was completed with this device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. Device was received with a missing pullback gear. A visual inspection of the device confirmed the problem. Functional test was not performed because the complaint was confirmed by visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an intravascular ultrasound (ivus) procedure, automatic pullback failed. During the ivus procedure, auto pullback failure occurred. It was also noted that conical drive gear was missing on the bottom of the motor drive unit. The procedure was completed with this device and no patient complications were reported.